Event description:
Loud click and high piercing alarm heard. No electrical activity to ventilator causing complete shut-off. Electrical cord immediately, remove unplugged from wall outlet. Rn/rt right outside of room, when occurrence happened 100% o2 ambu to pt within 30-40 records. New operating ventilator placed on pt at current settings within 5 minutes. Affected ventilator removed from ICU, and tagged for biomed. Patient assessed by rn & rt. Hemodynamics stable, breath sounds equal bilaterally. Ett securely in place. (See scanned pages).